Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and small r-waves. Subsequently, the s-ICD was reprogrammed to the primary sensing configuration. The s-ICD system remains in service. No adverse patient effects were reported.